Event description:
I had the essure birth control implanted in (B)(6) 2014. I believe it was, worst decision ever. On thursday (B)(6) 2018 I am having a hysterectomy done because of all the complications I have had since getting the birth control device. I contracted lupus and rheumatoid arthritis, weight gain, heavy bleeding, cramping in abdominal area, list goes on and on. I refuse to take steroids for my lupus/rheumatoid arthritis pain. I am just getting the device removed so my health goes back to normal.